Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she has been experiencing sensor reading discrepancies for about two weeks. The customer mentioned she tends to be hypoglycemic. The customer reported she is almost sure she suspended the insulin pump. Blood glucose was 65 mg/dl before supper and 49 mg/dl after eating. Then she checked her blood glucose and it was 65 mg/dl. Customer states she had to eat and drink so much to a point were she gets so bloated and feels like throwing up. Customer stated that the alerts kept her up the night before with high readings. In the morning, it went off continuously sensor was reading 76 mg/dl and blood glucose was 116 mg/dl. The customer also mentioned that in june she experienced high blood glucose of 585 mg/dl and was hospitalized for 5 or 6 days. The infusion set was not bent. She was taken off the insulin pump and reverted to manual injections. Customer was advised to change the sensor. The sensor would be replaced and returned for analysis.